Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -8.0/5.0/055 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. Reportedly, "the first ticl was implanted horizontally, and the crystal was labeled at 45 ccw." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). (B)(4).